Manufacturer narrative:
(B)(6) (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincteroplasty procedure performed in the duodenum on (B)(6) 2015. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe and alliance handle. However, the gauge did not register a change in pressure as the balloon was being inflated. They tried three times without success, so the procedure was completed with another alliance inflation syringe and the same alliance handle. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.